Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical system corporation (omsc) in japan (returned to omsc on 2022/11/29). The evaluation at omsc confirmed that the eyepiece is damaged and the damaged part is stuck. This damage was caused by excessive use/force and can thus be attributed to user error.  A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the rigid scope without showing any abnormalities. The case will be closed on olympus side with no further actions and the user will be informed about the investigation results.

Event description:
A rigid scope was returned to olympus for repair with a broken eyepiece. There is no indication that the reported damage occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.